Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she felt nauseous due to high blood glucose. Customer's blood glucose was 200 mg/dl. Customer's blood glucose at time of call was 583 mg/dl. Customer treated her high blood glucose with bolus. Customer was able to lower blood glucose by an infusion set change. Customer declined troubleshooting. Customer will not be returning the device for analysis.